Event description:
It was reported that the surgeon found a scratch on the intraocular lens (iol) after implantation. A back-up lens was available but not used. The lens remains implanted. Through follow up we learned that at the post operative examination the doctor found the patient to be fine with no reductions. No further information provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Per regulation EU 2016/679. (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as lens remains implanted. Initial reporter name and address: initial reporter first/given name: unknown/not provided. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.